Event description:
Customer reported unexpected negative reactions on the echo during validation testing. Multiple patient specimens that were negative on the echo resulted as 1- 2+ in gel. Customer stated the antibodies involved were anti-e, -s, -k, -k and -fya.

Manufacturer narrative:
The customer did not return samples for investigation testing. Retention product testing is ongoing.